Event description:
It was reported that pump froze and customer needed to restart pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.